Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Event description:
The patient reported, the aligner cut their tongue in the back of the left side. The aligner was uneven in the front top right side. The aligner was falling out (the top aligner).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.